Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected varying right ventricular (rv) lead pacing impedance measurements with some measurements greater than 2,000 ohms for the past year. There was one recent episode of oversensing noted. No adverse patient effects were reported. The device was reprogrammed and the patient will be monitored.